Manufacturer narrative:
At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
Medwatch report: 2200710000-2018-8013: during emergent intubation of an infant upon birth via c-section, the physicians experienced extreme difficulty using the disposable laryngoscope with led light. The patient was resuscitated appropriately but due to difficulties using the laryngoscope, the patient was not intubated until 11 minutes of life.